Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic laparoscopic myomectomy. Event description: "during the initial placement of the wound protector that comes with the gelpoint mini (prior to docking of robot), the alexis component tore at the area where the green ring meets the plastic sheath. The surgeon and sa noticed this after they put the gelpoint mini cap onto the alexis, they kept losing pnemo." Patient status: "nothing."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the sheath had partially delaminated from the ring. Although the exact root cause could not be determined, the probability and criticality of harm, resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur